Event description:
It was repoted that the customer's insulin pump has a crack on the upper right hand corner of the insulin pump, that extends from the screen. Customer's blood gluocose levels at the time 307mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump was received with cracked display window corner, cracked lcd window, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).